Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that CT approximately eight years later showed that the talent stent graft has migrated 20mm's from the right renal artery. It was noted that the current neck is aneurysmal and measuring 50-60mm's in diameter at the renal artery up to the celiac artery and that there is no type I endoleak. As per the physician, the cause of the event is anatomy related due to neck dilatation. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received:- it was reported that a 3 vessel snorkel repair procedure was performed as intervention. Non-mdt stents were placed in the right renal, sma and celiac arteries. The pre-existing talent graft was relined with a 26mm non-mdt stent graft bifurcation and a non-mdt cuff was also implanted inside this new stent graft bifurcation. An endurant limb was then used to reline the pre existing talent limb in order to "crush" a non-mdt bare metal stent which had been implanted some time after the talent stent graft system. The final angiogram showed no flow in the celiac artery but the patient was reportedly doing well. If information is provided in the future, a supplemental report will be issued.